Manufacturer narrative:
Patient weight was approximated at (B)(6) per site representative, (B)(6), imaging coordinator. Return requested. Replacement computer shipped to site 06/01/2016. Medtronic investigation of returned suspect computer finds that the mb gpu heat sink has pulled out 2 of 4 retainers. Heat sink no longer secured to ic chip. Navigation system powers-on, post's and boots to log-in screen. Launch application and navigate. System was running for approximately 5 minutes when it shut-down. Re-boot was successful. Continued monitoring. Unit gpu apparently overheats and system shuts down. Damaged hardware. Failure: physical damage. On 06/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. Computer replaced. System performed as intended. On 06/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Fusion software 2.3 upgrade. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system went to "no input detected" three times while navigating. Each time it occurred the site powered-down, powered-up, and normal function was restored. In trouble-shooting, it was confirmed the cable connections were tight. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.